Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Customers blood glucose level was unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.